Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to the death. Updated data: additional information was received that prior to the valve implant, the patient had been diagnosed with a massive pleural effusion and unspecified arrhythmias. Following the valve implant, a pre-planned pig-tail intervention was performed as treatment for the pre-"existing" pleural effusion. Pericardial effusion and pinky bleeding ensued as a result of a right ventricle perforation due to the pig tail catheter. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the pericardial effusion or the subsequent death. The pericardial effusion and death were a result of a right ventricle perforation from the pig tail intervention. A few hours following the pig tail intervention, the patient suffered from hypotension as a result of a right ventricle perforation. Ventricular tachycardia and ventricular fibrillation were also reported with a potassium level 5.7. Meq/l. Per the physician, the cause of death was heart failure, hypovolemic shock and septic shock. No autopsy was performed. D - suspected medical device a.4 - patient weight h.6 - patient, eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial #: (B)(4), ubd: 09-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pericardial effusion and pleural effusion were reported. Drainage was performed with an 18 french (fr) chest tube. The patient was transferred to the intensive care unit (ICU). The vitals were stable around 110/69 millimeters of mercury (mmhg) with a heart rate pf 110 beats per minute (bpm). Later that day, the blood pressure dropped suddenly. Medication was administered and a diagnosis of hypovolemic shock, hyperkalemia (potassium 6.8), and arrhythmia was made. The patient expired that day. It is unknown if an autopsy was performed.